Event description:
Robot arm was in the middle of a tka procedure and started to "drift" off the cutting plane of distal cut. The cuts were off; stair stepped cuts during distal femoral cutting sequence. There was a surgical delay of 10 minutes. The case was forced to go to an instrumented tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection on the 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 300 found quality inspection procedures and the pt review successfully passed. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate distal resection and arm movement. There were 5 other reported events for the listed catalog number (pr1634267, pr1583465, pr1583466, pr1537088, pr1397260). Conclusion: an fse went onsite to assess the robot and wrote under gsp153519: rob300 - mps marc holt reported arm drifting. During the distal cut of a tka, the arm drifted. Could not duplicate. Believe the mps solved the problem by cleaning the camera lens. No further investigation could be completed on the system software side because the log files could not be provided. The rep stated, "due to robot software issue the log files could not be exported. Screenshots have been provided instead". The screenshots did not include enough information to sufficiently substitute for the log files and therefore further investigation could not be complete.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot arm was in the middle of a tka procedure and started to "drift" off the cutting plane of distal cut. The cuts were off; stair stepped cuts during distal femoral cutting sequence. There was a surgical delay of 10 minutes. The case was forced to go to an instrumented tka.